Event description:
Staff found - pump delivered contents - morphine- of the syringe programmed for 24 hrs within 3 hrs. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: newborn, sepsis.